Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an article entitled ¿quality of life and radiological outcome after cervical cage fusion and cervical disc arthroplasty¿, a study to compare the clinical and radiological outcomes of two techniques for single-level cervical radiculopathy; fusion with cage filled with hydroxyapatite paste and cervical disc arthroplasty. Between january 2006 and october 2009, 57 patients underwent anterior cervical discectomy for single-level cervical spine disease. Forty-two out of the 57 patients were available for follow up. The cage group consisted of 23 patients (13 males, 10 females) and the cervical disc arthroplasty group consisted of 19 patients (9 males, 10 females). Mean age at time of surgery was 50 years old. Mean follow up was 17.5 months. None of the patients had undergone previous cervical surgery. It was reported that swallowing difficulty was experienced in 6 of the cage patients and 4 of the disc patients. Hyperaesthesia was noted in 2 cage patients and 1 disc patient. Subsidence was noted in 6 cage patients and 2 disc patients, none of the cases required revision as there were no clinical symptoms. Painful adjacent level disease was noted in 2 cage patients which required arthroplasty.